Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed through revision operative notes received. No products were returned; therefore, the visual and dimensional inspection was not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Review of the revision operative notes states that the patient has had two incidence of anterior hip dislocation since prior revision surgery. During the procedure the cup was evaluated and found to be in about 20 degrees of anteversion and 40-45 degrees of abduction. Initially, a 10-degree anterior lip liner was placed. However, the hip still wanted to dislocate anteriorly. Therefore, the surgeon elected to remove the cup and 5 screws. Notes the acetabulum was in good condition with only bone defects being the screw holes. New cup was retroverted about 20 degrees and abducted to 45 degrees. Two screws noted to have fair purchase and three had excellent purchase. All components were found to have good stability and range of motion. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp(B)(4). Concomitant product: concomitant products: shell porous with multi holes 66 mm/ pn 00620206620/ ln 60754152, liner standard 3.5 mm offset 36 mm i.d. For use with 66 mm o.d. Shell/ pn 00630506636/ ln 60696199. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the product location being unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04119, 0001822565-2017-04120.

Event description:
It was reported that a patient underwent a right hip revision procedure approximately 3 months post implantation due to recurrent dislocation. Operative notes indicate that the cup was noted to being about 20 degrees of anteversion and 40 to 45 degrees of abduction.